Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) was blocked at the bend in the distal end of the guide catheter and would not pass through. After many failed attempts, the implant of the lead was discontinued. No patient complications have been reported as a result of this event.